Event description:
(B) (6) male admitted on wednesday (B) (6) 2010 for right reverse total shoulder replacement. Upon completion of this procedure, the operating room tech discovered that a 1 cm x 0.2 rod had broken off the part #1 linear impactor. This device is placed over the shoulder implant. The ortho surgeon then forces the implant into the joint. Part #1 of the linear impactor is 3 1/2 cm circular in diameter -dome shape on this side- with the 1 cm x .2 cm rod at 1200 position. The reverse side is flat with a 2 cm x 1 cm opening for the 20 cm rod part #2 that is threaded into this part #1 of the linear impactor. The operating room tech notified the ortho surgeon of this observation. Ortho md examined the wound, nothing was felt or seen. An x-ray was performed which revealed no foreign body in wound. The surgical field and instrument tray was again inspected and the 1 cm x 0.2 rod was not found. This instrument is in a filoanerfl tray from the company. The operating room tech examines each piece used prior to and after each surgical case. In this case, the instrument was intact prior to use. This was equipment failure not operator error. Pt recovered from anesthesia and returned to baseline with adls and was discharged home in stable condition on (B) (6) 2010.